Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. This report is being submitted late as it has been identified in remediation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Wallner, o. (2014). Unstable hip arthroplasties. A prospective cohort study on seventy dislocating hips followed up for four years. International orthopaedics.

Event description:
Information was received based on review of a journal article titled, "uncemented unstable hip arthroplasties. A prospective cohort study on seventy dislocating hips followed up for four years." The article identified a (B)(6) old female that was followed for 1 year that had a dislocation at 16 days post-op and an additional dislocation at (unknown time frame) treated with closed reduction and with a stem and/or cup revision on unknown dates. There has been no further information provided and the patient's outcome is unknown.